Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 474 mg/dl. The customer stated that she received a no delivery from the insulin pump. The customer was advised to perform a 5.0u fixed prime. The customer stated that the insulin did exit. The customer stated that she was able to remove the set at the time to examine the cannula. The customer was advised that there may be a possible site related issue, possible due to a bent cannula or site occlusion.